Manufacturer narrative:
Investigation: the device history record (DHR) was reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file was analyzed for this event. Root cause: a definitive root cause for the observed leuko reduction failure remains undetermined at this time. Review of the run data file did not show a definitive root cause for the higher than expected wbc count of the platelet product. It is possible that an escape of wbcs from the leuko reduction system (lrs) chamber towards the end of the procedure may have contributed to the higher than expected wbc content in the platelet product. Based on the available information, it is also possible that this leuko reduction failure may be donor related.

Event description:
The customer reported an elevated white blood cell (wbc) content in the double platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to correct information.